Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic hemicolectomy procedure, an u504 error code was observed and the teflon pad of the grasping section melted leaving metal to metal contact inside the device jaw. There was no bleeding reported. The intended procedure was completed using a similar device. There was no patient injury reported.

Manufacturer narrative:
A visual inspection on the received condition was performed on the device; there was some tissue build up. The ptfe pad (teflon pad) was inspected and found it is separated and missing a portion exposing metal. The missing teflon pad portion measured 5 mm and was not returned with the device. In addition, there were charred marks noted on the probe unit and the jaw at the same location when fully closed. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The root cause for the damaged teflon pad is most likely due to no tissue or insufficient tissue between the probe and jaw when the device was activated.